Event description:
As reported on (B)(6) 2014, a patient of unknown age and gender presented for an endovenous laser procedure. During the procedure, while the treating physician was manipulating the access wire through the access needle, the wire partially unraveled. The device was set a side and a new of the same was used to successfully complete the procedure. No piece of the guidewire remained inside of the patient. It was reported the patient suffered no harm or injury due to the event. It was reported the disposable device is not available for returned to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).